Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the pump¿s black box showed no evidence of a loss of prime warnings (cs162). During testing, the pump successfully completed the rewind, load cartridge and prime steps and the pump was exercised for 24 hours with no loss of prime warnings occurring. The prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.